Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported that the patient suffered right internal carotid artery stenosis. Micro-guide wire was delivered and it followed the micro guide wire to enter the balloon to be pre-expanded. Then the doctor withdrew it after expanded with pressure pump. Spiderfx 4mm 320/190 was flushed and then it passed the lesion position along with the guide wire. Then the micro guide wire was taken back, and the doctor planned to push it to the marker of the micro-catheter tip by using the acquirer, but the resistance was too great. He failed after several trials. Another embolism protection device was used and it was successfully released and recycled. No patient injury reported. Evaluation summary: the spider fx device was received for evaluation with the (snapped) capture wire loaded through the delivery section of the double-ended catheter. The filter assembly was located in the clear garage section. The garage lumen contained dried, blood residue. The filter was advanced through the catheter but the resistance would have been unacceptable in a clinical setting. There was dried blood residue stuck to the filter. Even after the filer was exposed, capture wire resistance was unacceptable. The filter was rinsed with water and it assumed a typical filter cone shape. Some blood residue remained in the garage. There was also dried blood and scraped ptfe (from the capture wire coating) at the capture wire exit port. The capture wire was extracted distally and wire resistance was unacceptable until the proximal end of the wire was approximately 2cm distal to the capture wire exit port at which point, wire movement became "normal". Back-loading the capture wire was obstructed at the approximate point the wire freed-up during extraction. The catheter was shaved with a razor blade exposing wedges of shaved ptfe, dried blood, and a combination of the two.